Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of a common femoral artery was achieved on (B)(6) 2016 using a starclose se device after a diagnostic coronary procedure. Reportedly, 18-hours post-closing procedure, the patient developed hives, hot feeling, tingling, numbness, throat swelling and itchy feeling. The patient reportedly has a confirmed nickel allergy. On (B)(6) 2016, the starclose se clip was removed by a vascular surgeon at a different hospital than the initial procedure hospital. The patient reports that the symptoms have subsided and she is feeling much better. It is unknown if the physician who performed the initial closure procedure is trained in the use of the starclose se device. No additional information was provided.